Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that small metallic-like fragments were notice from the vitrectomy probe before and during a procedure. Attempt were made to remove the fragments from the eye; however, it is possible that some of the dust remained in the eye. The physician decided to continue with the procedure. Additional information was requested; however, none has been received to date. A product sample was received at the manufacturing site and it is awaiting evaluation.

Manufacturer narrative:
Additional information provided. One opened probe was received with no tip protector, along with other items, in a tray for the report of small fragments. The sample was visually inspected and was found to be conforming. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The returned sample was found to be conforming, therefore foreign matter as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. A video clip was provided but was unable to be viewed. No action was taken as the probe was manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).